Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the distal segment of the lead revealed no anomalies were found. Analyst visual comment: no fracture was found. Further testing revealed the defibrillator conductor was distorted and stretched with outer tubing overlay (cosmetic) environmental stress cracking.

Event description:
It was reported the lead had increased impedance and high stimulation thresholds. The lead was explanted and replaced. No patient complications were reported as a result of this event.